Event description:
Related to MFR. Report no. 2183959-2014-00521. It was reported that following the (B)(6) 2012 "excision of the upper vaginal septum and small area of exposed mesh", the patient experienced "ongoing discomfort so in (B)(6) , 2013, re-excision of upper vaginal septum and left upper leg of perigee" graft was performed. The patient continues to experience "ongoing discomfort and recurrent uti's but no evidence of mesh exposure." There has been a "referral for second opinion from sub specialist urogynaecologist."

Manufacturer narrative:
Event date: (B)(6) 2013.